Event description:
It was reported that the patient had no power to the universal battery charger. The patient tried to reseat the power cord and changed wall outlets with no resolution.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿no power to the universal battery charger¿ was confirmed with the returned universal battery charger (serial #(B)(4). The provided reference photos from servicing captured the remnants of fluid on several internal subassembly that included the power supply circuit board. This indicates a fluid ingress related issue that would have damage the electrical components. Repair was not approved by the customer. The unrepaired unit was returned to the customer. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Universal battery charger (serial # (B)(4) shipped on (B)(6)2022. Care and maintenance of the heartmate universal battery charger (ubc) are addressed in the heartmate ii instructions for use (rev c) and the heartmate 3 instructions for use (rev c). Section 3, power the system, description of battery charger pocket lights and their meaning. There are warnings that states ¿do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop.¿ under equipment storage and care, ¿cleaning the power module and mobile power unit¿ periodically, and as needed, unplug the power module and mobile power unit and clean the exterior surfaces using a clean, damp (not wet) cloth. You may use a mild detergent, if necessary. Keep the power module and mobile power unit dry and away from water or liquid. If the power module or mobile power unit comes into contact with water or liquid, it may fail to operate properly or you may get an electric shock. Do not clean the power module or mobile power unit while it is being used to power the left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.